Event description:
Customer recently had bought brush heads of 2 different kinds of proxabrush interdental brushes and both broke after just one use. The piece of metal has split making it impossible to use. The tip was soft and bent / break.